Event description:
Event description cpi received information that two bipolar leads (models 4269 and 4285) were removed from service due to a fracture. Most likely the leads were fractured when the patient fell.